Event description:
It was reported that patient has not used interstim device for approximately a year or longer. He could not get the interstim device to start working again. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.